Manufacturer narrative:
Follow-up #1: date of submission 02/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: the keypad was found to be intact; no damage was observed. The up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The battery cap was found to have stripped threads and did not tighten securely in the battery compartment. A test battery was used for testing. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were intermittently unresponsive and worn symbols. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.